Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Analysis was unable to perform download data and excessive no delivery alarm due to motor error alarm noted during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, broken belt clip slot and cracked battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call that they received no delivery alarm. The customer's mother also reported that they were having difficulty reading the screen due to scratches. The customer's blood glucose was 349 mg/dl at the time of incident. The customer's mother stated that the scratches were from normal wear. The customer's mother stated that they were able to resolve the no delivery alarm. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.